Manufacturer narrative:
Mst1009 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The probe was returned to devicor for evaluation. The device was received with blood in the cup and on chamber four. Initial attempt to take samples of chicken breast test medium was unsuccessful. The device was biopsied in water to clear the dried blood. A small piece of breast tissue was found. Following the clearing of the dried blood and tissue, the probe successfully obtained samples of the chicken breast test medium. The device was disassembled and no abnormalities were found. Probable root cause for the device not obtaining samples was the clogged probe. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from a user facility stating, during the procedure the 10g probe didn't get any samples. No patient complications. This has been documented in our system as report #(B)(4).